Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0mnbg, implanted: (B)(6) 2014, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
It was reported that a week or so prior to this call patient started experiencing bladder leakage again and the urine coming out of her until it was too late when she fell asleep on the couch. The reported loss of therapeutic effect and was not feeling stimulation at the moment. The patient mentioned that the top of her neurostimulator (ins) incision did not heal. The patient stated that she had the incision was healing because they quit putting neosporin on it and used straight alcohol on it and bandaged it up. The patient stated it was bleeding very little. The patient did notify the hcp about this and he told her to use superglue on it because they initially glued the incision shut. The patient stated the rest of the incision was healed except for that one spot. The patient had a follow up appointment with the hcp but was not sure when. The patient was not sure when to take the bandage off. The patient initially stated she was seeing poor communication but after removing the antenna she saw it was on program 2 at 1.4v and stimulation was off. The patient used on and off controls and stated was feeling stim and it was a little too strong. The patient stated stimulation was more comfortable at 1.3v and would monitor symptoms. Additional information received a day later indicated that patient had no control of symptoms and had not being completely empty her bladder. The patient reported that they were not trained adequately on using device. It was indicated that patient call a day prior to this call and stated it was the first time she was able to get it to work and felt stimulation. The patient was referring to programmer. The stated on the day of this call she was not feeling stimulation. The patient stated it quit last night but thought it might be that batteries that were low. The patient added that the small incision was not closing. The patient's husband had been cleaning it, using a butterfly strip to keep it closed. The patient was able to connect to the neurostimulator (ins) with and without the antenna. The patient was able to verify stimulation was on by seeing the lightning bolt. The patient stated currently she was not able to empty her bladder. The patient was on 2 programs at 1.4 1.5 sitting and standing. When she increased the stimulation, she was able to feel it but stated it was not the fluttery like it was prior to this call. The patient felt the stimulation in "the crack" and then increased the stim and at 1.6 but this setting was poking and not comfortable. Stimulation was turned down to 1.5 and this was a very comfortable both sitting and standing. The patient would leave it at this setting and continue to track her symptoms. Implant was on the right, hip and she sat on the left hip. The patient stated sometimes when she was sitting; she had a poking sensation in her private area, even when stim was not turned on. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information.